Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 600 mg/dl. A manual insulin injection was used to address bg. Customer declined troubleshooting with tandem technical support.